Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was kinked. The customer returned one epidural catheter (reference (B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned epidural catheter revealed that the catheter is used as adhesive material, which can be seen on the outer extrusion. Also, a kink of the coils can be seen along the extrusion at approximately 44.3cm (ruler (B)(4)) from the distal end of the catheter. Also, a discoloration of the extrusion was observed from possible tool markings. No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 6.5; rev 5 using the returned catheter and a lab inventory snaplock adapter. The returned catheter was inserted into the lab inventory snaplock adapter until it bottomed out and the components were then connected to the lab leak tester ((B)(4)). The pressure was set at 10 psi to establish flow. The catheter was found to leak immediately at approximately 44.3cm from the distal other remarks: end. This is the location where the catheter is kinked. Microscopic examination revealed a hole or puncture of the extrusion was observed at the same location. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No additional leaks were detected. A corrective action is not required at this time as the condition of the sample received and the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of the catheter being kinked was confirmed based on the sample received. The customer returned one epidural catheter. Visual examination of the returned catheter revealed the catheter has a kink along the extrusion at approximately 44.3cm from the distal end. A discoloration of the extrusion was observed possibly from tool markings. During a functional leak test, a leak can be seen coming from the same location where the kink was discovered. Microscopic examination revealed a hole or puncture in the extrusion. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event.

Event description:
Alleged event: after placement of the catheter the user found a kink near the 50cm point from the tip of the catheter. The user also stated that forceps or other apparatus were not used which could damage the catheter. The catheter was removed and replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after placement of the catheter the user found a kink near the 50cm point from the tip of the catheter. The user also stated that forceps or other apparatus were not used which could damage the catheter. The catheter was removed and replaced by a new one. The patient's condition was reported as fine.